Event description:
It was reported that the patient was experiencing inadequate pain relief. X-ray confirmed that the paddle lead had migrated out of the epidural space. The patient underwent a revision procedure wherein the lead was positioned back into the appropriate space. The patient was doing well postoperatively and the device remains implanted.